Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported a postoperative refractive error following an intraocular lens (iol) implant procedure. Additional information was received from the materials manager, who reported that the iol was exchanged due to a residual refractive error and the patient experienced blurry vision prior to the exchange.